Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the illuminator for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. The complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the illuminator suddenly turned off. The intuitive surgical, inc. (Isi) field service engineer (fse) reviewed the system logs and noted error code 297. The led status on the illuminator was off. A laparoscopic endoscope was used to safely remove the instruments. The surgeon made the decision to convert and complete the procedure using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury. Isi followed up with the customer and obtained the following additional information: the illuminator turned off suddenly while the surgeon was suturing. The customer contacted an isi fse for troubleshooting and physical verification checks were performed. However, the illuminator was unusable due to the error. The rest of the system remained functional, so the surgeon used a laparoscopic scope to remove the robotic instruments safely. The procedure was converted to laparoscopic surgery. The procedure was delayed for approximately five minutes and anesthesia was extended slightly. The procedure was completed with no reports of patient harm, adverse outcome or injury. An fse was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the illuminator to resolve the reported issue. The illuminator is a component of the da vinci system that contains a high intensity light source to illuminate the surgical site.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the illuminator for failure analysis. Failure analysis investigation was able to replicate/confirm the reported issue. A visual inspection was performed and the unit was found in good condition. The unit was then installed into a printed circuit assembly (pca) test system and started up with no power at all. The error was replicated in the failure report. The fused was checked and found to be in good condition.

Manufacturer narrative:
Further failure analysis of the illuminator found that the auxiliary board in the power supply had failed which was noted to be the cause of the reported issue. The right, front panel was also noted to be scratched and needed to be replaced along with the membrane overlay.